Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 36mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter mid right coronary artery. The lesion contained >45 and <90 degrees bend. After a non bsc guide wire crossed the target lesion, a 2.5mm x 15mm unspecified balloon catheter was advanced to the lesion for predilation leaving 60% residual stenosis. Then the 38 x 2.75mm taxus liberté long stent was advanced. After 2 to 3 cine shots from various angles, a distal edge dissection was noted. A 2.75mm x 19mm non bsc stent was implanted to cover the dissection. A 2.75mm x 15mm unspecified balloon catheter was advanced for post dilation and the procedure was completed. Then another 2.75mm x 23mm non bsc stent was implanted in the left circumflex artery. No further patient complications were reported and the patient's status is stable.